Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
It was reported that during a labrum stabilization an issue with the fibertak occurred. The surgeon passed the repair suture around the labrum using our suture lasso without any issue. He then retrieved both the looped end of the shuttling suture and the blue repair suture together through superior lateral portal. When he went to pull on the free end of the shuttling suture, the shuttling suture moved a bit but then seemed to get stuck and lock out before the repair suture even reached the anchor. The same thing happened with a second anchor with the same lot number. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.